Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper actuation. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted visualization was challenging due to a rotated heart. The clip delivery system (cds) was advanced to the mitral valve; however, before attempting to grasp, the clip briefly became caught on the chords. The clip was easily freed with standard troubleshooting. But then, the gripper arms would not come down. The clip was retracted back to the left atrium to continue troubleshooting the gripper arms. During troubleshooting, the gripper arms did slightly lower, but the physician did not want to continue the procedure with the ntw clip. Therefore, the ntw cds was removed with the clip attached. The procedure continued with an nt clip. One clip was successfully implanted reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify any similar complaints from the reported lot. Based on this information, a cause for the reported difficult to open or close (gripper actuation) cannot be determined. The reported difficult or delayed positioning appears to have been a result of procedural conditions (clip caught on chordae) and the reported poor image resolution was due to challenging patient anatomy. There is no indication of a product issue with respect to manufacture, design or labeling.